Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable establish communication with the ipg. The clinician's programmer displayed a "no generator have been found." Error message and the patient was without stimulation. A company representatives was unsuccessful at trouble shooting attempts. Follow-up information revealed the patient states she still has stimulation. No additional information is known at this time.

Event description:
Follow-up information revealed a company representative met with the patient and deemed the ipg inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed post-operative.